Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a shoulder arthroplasty and was subsequently being considered for a revision to implant a patient matched implant product for an unspecified reason. The patient had no known impact or consequence to the patient. Attempts have been made and no further information has been provided.